Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the connection between tubing and cannula. This issue occurred 3-4 times. The product expired (B)(6) 2022, but the patient stated the incidents occurred about one week prior to that date.